Event description:
It was reported the device system was being removed because the patient did not have therapeutic benefit. During the procedure the lead broke and a fragment remained in the patient. The surgeon successfully removed the entire lead fragment, and the patient fully recovered from the explant surgery.

Manufacturer narrative:
Product ID 3093-28, lot# v330675, implanted: 2009-(B)(6), explanted: 2012-(B)(6), product typ lead, product ID 3093-28, lot# v330675, implanted: 2009-(B)(6), explanted: 2012-(B)(6), product typ lead, product ID 3037, serial# (B)(4), product ID 3037, serial# (B)(4).